Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device¿s display value was not accurate. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. Per a good faith effort (gfe) response received from the authorized service provider (asp) engineer, it was found that values were displayed normally. The actual fault was that a proximal pressure sensor autozero failed error occurred. The asp engineer mentioned that the hospital found a third-party vendor to repair the data acquisition (da) printed circuit board assembly (pcba). The device passed the required performance verification tests per philips standard and was returned to service.